Event description:
Tract tip laser fiber used on a cysto case, tip of fiber broke off during use inside patient, second slimline 200 fiber opened to use instead. Could not find broke tip inside patient, surgeon stated "it's either going to pass, or a stone will form due to calcification forming around it, which will also pass, or will have to be retrieved." Surgeon also stated that he doesn't believe that it will cause any problem for the patient.